Event description:
It was reported that this right atrial (ra) lead threshold measurement trends have been inconsistent. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).